Event description:
The tech alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found a damaged side rail latch assembly in the center arm of the side rail. The tech replaced the side rail center arm latch assembly to resolve the issue.